Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation cannot be confirmed without the return of the device for evaluation. Per the event description, it is concluded that the anchor missed fixation due to possible damage to the anchor suture system. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, or misaligned insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11th august 2023, it was reported by a sales rep via email that an ar-3641 2.6 mm knotless fibertak anchor, had its suture come off the anchor implant. This was detected during lateral extra articular tenodesis knee procedure, after the anchor was inserted and while suture was being shuttled. Procedure was completed successfully with no patient harm by having 1 anchor instead of 2 for fixation.